Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There is no indication of a device malfunction causing or contributing to the patient death. Device manufacture date: monitor: sn (B)(4): 04/16/2015 reuse, electrode belt: sn (B)(4): 09/13/2013 reuse.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. Prior to passing, the patient received 16 appropriate defibrillation shocks while in ventricular tachycardia (vt). The patient was in the hospital and reportedly conscious at the start of the event. The patient's wife and hospital staff were present. The response buttons were intermittently pressed throughout the event. The response buttons functioned appropriately. While it was reported that the patient pressed the response buttons, it is unknown if only the patient pressed the response buttons throughout the event, since the patient was reportedly only alert "at first." The first 11 shocks successfully converted the rhythm to a slower rhythm. The twelfth treatment did not convert the rhythm to a slower rhythm, so the device continued to deliver 4 more treatment shocks. The device was then removed one minute (at 1:27 pm) after the last treatment shock while the patient was still in vt. The patient reportedly passed away at 1:30 pm on (B)(6) 2016.